Event description:
The patient reported falling; the patient stated a few weeks ago, he was walking a mile and now has trouble walking across the room. Further interrogation by the hcp revealed high lead impedances. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received. Refer to medwatch report# 6000153-2007-01960.